Event description:
Monoject insulin syringes -29g .5 in, product number 1111601358, lot # 07e242, processing date 2007- were defective as follows: one syringe leaked when filled with insulin. Two caused pain when used for injection of insulin. I have had two instances of rough surface on the needle one of which caused a bruise on my leg approx five months later at noon. Defective products sent ten days later to kendall health services after I spoke to kendall. Since then I have used a new box of labeled: kendall health services a division of tyco healthcare inc -aka covidien, inc, - monoject insulin syringes -29g .5 in, product number 1111601358, lot # 07d223, processing date 2007- with some of syringes with apparent defective needle assemblies which broke apart from the syringe barrel, I have kept the defective syringes. The caps have the needle in the cap and the barrel of the syringe shows the break in the plastic sheath that attaches the needle to the syringe. I have all correspondence that occurred for this product and a historical time line of incidents for this product. I asked covidien, inc about the statement they made in that the product did not have labeling of MFR in the USA. I then asked if this was type of another country syndrome where foreign MFR have no control over the device. Dose or amount: 10 units insulin, frequency: 3 x day. Dates of use: 2007. Diagnosis or reason for use: insulin injection.